Event description:
The customer's daughter reported the customer received readings (223 mg/dl, 84 mg/dl, 111 mg/dl and 71 mg/dl) on her blood glucose meter and due to those readings the customer became delirious and experienced a seizure. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer's daughter also reported the customer drank orange juice to alleviate her symptoms. Although the customer's daughter reported the customer obtained the readings within a ten minute timeframe, the customer reportedly ate between blood glucose tests and did not wash hands prior to testing. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted of the meter is returned.